Manufacturer narrative:
Date of this report updated to 2015-12-22. Due to model number correction, previously reported model 97740 no longer apply. Due to model number correction, implant date has been populated. Date rcvd by MFR: updated to 2015-12-22. The file has been updated to include model 97714 and 97754.

Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported poor communication with their programmer and that it would not interrogate. It was also reported that the patient and was unable to communicate to the implantable neurostimulator (ins) using the recharger which was first noticed on (B)(6) 2015 but also stated that they were able to successfully connect to the ins the week of (B)(6) 2015 and saw coupling boxes. They were charging overnight at that time and did not check the status of the ins following the recharging. It appeared that the communication issues with the programmer occurred prior (a couple weeks prior to (B)(6) 2015) to any recharger connection issues. The patient indicated that the stimulation was off prior to the last recharge and they never had turned it back on. The last successful recharge session was one week prior to report and prior to that they went 2 weeks without charging due to them being out of town. The patient was to be sent a new programmer and recharger antenna. There were no symptoms or harm reported in the e vent. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that she had performed one physician mode recharge the day before and charged for one hour and did not go pass 25%. The representative reported that due to time restraints the patient went home to finish charging and charged all night. The patient indicted she had seen eight coupling bars but did not recall where the flashing battery icon was. The representative stated that there was no communication with the clinician programmer or recharger on the day of the call and she had started another physician mode recharge. The last successful recharge was in (B)(6) 2016 and the last time the patient felt stimulation was in (B)(6) 2016. The indication for use was non-malignant pain.

Event description:
Follow-up information received from a manufacture representative reported that the trickle charges were performed 2 days in a row, and that they were finally able to get the battery charged enough to clear por. The ins is now working fine and the issue has been resolved.